Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the reload was approached to the tissue in a closed state, but the jaws could not be opened. The device was difficult to unload. When the cartridge was able to be removed and two more cartridges were connected to the handle, they were in a prefire state and could not be fired. Another device was used to resolve the issue in order to complete the case. There was no patient injury.